Manufacturer narrative:
Stryker completed an initial evaluation of the customer's device and verified the reported issue. A replacement device was sent to the customer. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient identifier is (B)(6). Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not delivering energy. The customer further reported that the device lost power after the second attempt to deliver defibrillation energy to the patient. The patient associated with the reported event did not survive. It is unknown if the device did or did not cause or contribute to this event.

Manufacturer narrative:
Stryker completed a clinical review and concluded it is unknown if device use contributed to the adverse event. There was no pco file contained in the complaint to determine if the patient was in a shockable rhythm or not.

Event description:
The customer contacted stryker to report that their device was not delivering energy. The customer further reported that the device lost power after the second attempt to deliver defibrillation energy to the patient. The patient associated with the reported event did not survive. It is unknown if the device did or did not cause or contribute to this event.

Manufacturer narrative:
Stryker further evaluated the customer's device and found that the pcba had experienced an electrical overstress condition, which caused 2 fet's, q72 and q74, and the aok processor, u39 to become blown. Components q72, q74 and u39 were determined to be cause of the reported issue. Device was archived by stryker.

Event description:
The customer contacted stryker to report that their device was not delivering energy. The customer further reported that the device lost power after the second attempt to deliver defibrillation energy to the patient. The patient associated with the reported event did not survive. It is unknown if the device did or did not cause or contribute to this event.